Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported experiencing multiple insulin occlusion alerts after supply changes since starting pump use, though no occlusion was present at the time of the call. User was unable to provide the exact number of occurrences or call during prior events, so documentation was not possible. Agent advised user to call back during future occlusion alerts to document lot numbers and perform troubleshooting. User understood and agreed. No blood glucose (bg) impact, symptoms, outside assistance, or medical intervention were reported at the time of call.